Manufacturer narrative:
The pod was received deployed. A tear was found on the exposed portion of the soft cannula. It could not be determined when the cannula was damaged. Multiple attempts to download the pod when unopened were unsuccessful. The battery voltages were measured to be the expected, however the data could not be downloaded. An external power source was used to download the data. The data contained no timeouts, drive stalls, or hazard alarms, indicating the pod functioned as intended. The shelf mode current was measured to be above the specification. The high shelf mode current did not affect insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17.3 mmol/l (311.4 mg/dl) while wearing the pod on the leg between 24 and 36 hours. Insulin was noticed to be leaking out.